Manufacturer narrative:
Intermittent button response was due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip were noted. There was no sticky keypad. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states they are receiving intermittent button response. The customer states the device has been dropped, but not exposed to moisture. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.